Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ stent was implanted in the ureter for a stent placement procedure on (B)(6) 2018. The stent was explanted on (B)(6) 2018. According to the complainant, a day after stent implantation, the patient was readmitted to the hospital for stent colic. A ureteroscopy was performed, and a tortuous anatomy was visualized. The stent was removed. A catheter was placed for observation. The patients¿ condition at the conclusion of the procedure was reported to be stable.